Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was nicked and repaired. Reportedly, the patient with this lead had undergone a scar tissue removal as patient had developed scar tissue and experienced pain. Lead repair kit was open and used during the procedure. Additionally, lead was normal prior to procedure. This ra lead remains in service. No additional adverse patient effects were reported.